Event description:
It was reported that the core impaction drill heated up during a case. The event caused a 30 minute delay, which required the procedure to be cancelled. There were no pt or user injuries.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on internal components.